Event description:
It was reported that the asymptomatic patient presented for follow up two days after initial implant. Upon interrogation, the right ventricular lead exhibited high capture thresholds with intermittent loss of capture, undersensing and low impedance. The patient was scheduled for a revision procedure on the same day. During the procedure, the right ventricular lead could not be repositioned as the helix would not retract; the lead was explanted and replaced. When the physician was removing the right ventricular lead, the left ventricular lead became dislodged. The left ventricular lead was repositioned successfully. The patient was stable during and after the procedure.